Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards affiliate in the united kingdom, during a transfemoral tavr procedure, a 20 mm sapien 3 ultra valve was nominally prepped and implanted in the aortic position. Post deployment, paravalvular leak (pvl) was observed. The decision was made to post dilate the valve with an additional 2 mls of fluid. During the post dilation of the valve, pacing capture was lost and the balloon shifted aortic, resulting in the valve shifting aortic. A second 20 mm sapien 3 ultra valve was prepared with nominal plus 1 ml and deployed in the initial valve. The pvl was resolved. Both valves remain implanted in the patient. At the time of the report, the patient was in stable condition.

Manufacturer narrative:
The sapein 3 ultra valve was not returned to edwards for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole . Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the native valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct sizing, alignment, and positioning of the device are emphasized as key factors to the placement and fixation of the device. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on the proper aortic valve and root assessment, including the use of echo, aortogram, and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations . Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. Per the instructions for use (IFU), valve migration and pvl are potential adverse events associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. The sapein 3 ultra valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No applicable case imagery was provided for review. A device history review (DHR) review and lot history review were not performed as there were no allegations of an edwards device malfunction. In this case, the complaints for 'thv migrated' and 'deployed valve exhibits paravalvular leak' were unable to be confirmed due to unavailability of relevant imagery or medical records. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. It was reported 'during the post-dilation, pacing lost capture and the balloon shifted aortic, shifting the valve with it. The valve remained implanted too aortic with no additional device used'. Per training manual, 'loss of capture during rapid pacing can cause sudden delivery system movement'. Loss pacing during the post-dilation could lead to sudden movement of delivery system or inflation balloon resulting in thv migration as reported. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (loss of pacing capture during post dilation) likely caused or contributed to the valve migration and resulting pvl. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.